Event description:
As reported by the distributor, a new catheter was used to replace the original catheter after having no number displayed for the icp (intracranial pressure) portion of the catheter.

Manufacturer narrative:
The returned catheter was examined by manufacturing engineering. Batch history record reviewed; no abnormalities related to reported incident found. The customer complaint was verified, and it has been determined that the failure mode is due to breakage of optical fibers. Given the details of the event, and the investigation results, the root cause may have been attributed to excessive force to the catheter. Based on the reported information, and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrent and trending purposes.